Event description:
Tip of drill bit broke off and could not be retrieved from the pt's humeral shaft. This resulted in surgery being extended by 10 minutes.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the info provided, as the lot number required to inspection records was not provided. A two-year search of the complaint database found no prior reports for this product number. The complaint is non-verifiable and the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.